Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. Low bg cause was not known. The customer was admitted to the emergency room (ER) to treat the low bg; however, the customer could not recall how the low bg was treated. The customer was released with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.